Event description:
It was reported that the patient had gone into the dentist about 6 months prior to the date of this report and had started feeling badly the next day. The patient had come into the office and the device was found off. The patient had been having a return of some parkinson¿s disease symptoms. The device was turned back on during the office visit and everything symptom control wise returned to normal. It was thought that this may be related to the dental visit.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, product type extension. Product ID neu _unknown_lead, product type lead. Product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).